Manufacturer narrative:
The inratio2 pt/inr professional test strip lot number 331922 referenced is being reported under a separate medwatch report number 2027969-2014-00352. Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr results in comparison to the laboratory inr result and alternate inratio2 inr result. Results are as follows: date: 03/21/2014: inratio2 monitor, sn (B)(4), strip lot 331922: inr= 7.0; inratio2 monitor, sn (B)(4), strip lot 335553: inr= 2.6; inratio2 monitor, sn (B)(4), strip lot 335553: inr= 1.5. Laboratory inr: 1.5. All testing was performed within less than a two (2) hour time frame. Therapeutic range was not provided for the patient. There was no reported adverse event. There was no additional information provided.